Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. A getinge service territory manager (stm) evaluated the iabp and was able to verify the issue of the unit not charging 1 of the batteries regardless of which port the battery was in. The other battery was charging just fine with no issues. The stm tried the bad battery in another cardiosave unit and it still will not charge. The stm replaced both batteries so they are on the same replacement cycle and both batteries are charging and the unit is able to run battery power on both batteries. All functional and safety tests were passed to meet factory specifications and the iabp was returned to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that one of the batteries on the new cardiosave intra-aortic balloon pump (iabp) is not holding a charge or charging. It is unknown under which circumstances this event occurred; however, there was no patient involvement and no adverse event was reported.